Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was part of the system explant due to infection and sepsis. This is considered life-threatening situation and surgical intervention was required to resolve the issue. No additional adverse patient effects were reported.